Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed an unknown system error. This occurred in the cardiovascular department during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the photographic sample depicted a novum pump with a system error alert that mentions "infusion will continue until stopped". Therefore, the determined failure was a non-halting system error as the infusion was able to continue. The reported condition was verified. The cause of the reported condition could not be determined; however, a non-halting system error will not stop the pump/infusion and the pump screen alerts the user that the pump is operating at reduced level of performance and to replace pump as soon as possible message. If this issue were to recur, it is unlikely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.